Event description:
It was reported that the patient experienced chest pain and stent thrombosis was noted. The patient was administered antiplatelet medication prior to the index procedure. A 3.00x32mm promus element plus and a 2.50x32mm promus element plus drug-eluting stents were advanced and implanted. Three days later, the patient experienced chest pain, back and neck pain. An emergency angiography suggested stent thrombosis and percutaneous coronary intervention (pci) was performed for vascularization. The patient recovered and was discharged after the emergency procedure. The patient was discharged on aspirin 100mg qd, ticagrelor 90mg bid and small molecular heparin 5000u. It was further reported that the patient was given 100mg aspirin enteric-coated tablets oral and 75mg clopidogrel oral antithrombotic. In (B)(6) 2021, patient's angiography showed subtotal occlusion in proximal and middle of left anterior descending artery (lad) and extended to the first diagonal branch, the total occlusion in middle and distal of lad. The proximal and middle of left circumflex artery (lcx) with 70-80% stenosis, the vascular dissection with subtotal occlusion was seen at the middle and distal of lcx. A 2.50x32mm promus element plus des was placed in the lad, and a 3.00x28mm non-bsc stent and a 3.00x32mm promus element plus des were placed in the lcx. Reexamination with angiography showed the stents were released well and adhered to the vascular wall, no tear or dissection was observed in endarterium. Distal timi flow was 3. Three days later, the patient had sudden chest, back and neck pain. The patient was given aspirin and ticagrelor. The angiography showed the stent thrombosis was noted in lad, the proximal segment with total occlusion. Also, the stent thrombosis was noted in lcx, the middle and distal segment with total occlusion. The patient was discharged on aspirin, ticagrelor and small molecular heparin and did not have diabetes or other diseases that could easily lead to thrombus. The first report was submitted in error. It was further reported that this complaint was a duplicate to MDR report number 2134265-2021-08669. Relevant details were missing from the information provided which changed the overall understanding of the event itself.

Manufacturer narrative:
Corrected: b5 event description: the first report was submitted in error. It was further reported that this complaint was a duplicate to MDR report number 2134265-2021-08669. Relevant details were missing from the information provided which changed the overall understanding of the event itself.

Event description:
It was reported that the patient experienced chest pain and stent thrombosis was noted. The patient was administered antiplatelet medication prior to the index procedure. A 3.00x32mm promus element plus and a 2.50x32mm promus element plus drug-eluting stents were advanced and implanted. Three days later, the patient experienced chest pain, back and neck pain. An emergency angiography suggested stent thrombosis and percutaneous coronary intervention was performed for vascularization. The patient recovered and was discharged after the emergency procedure. The patient was discharged on aspirin 100mg qd, ticagrelor 90mg bid and small molecular heparin 5000u.